Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call. The cse straightened and centered a bent and reagent probe 1 (rp1), adjusted the calibration to realign reagent probe 2, and repositioned reagent probes 1, 2, and 3, as well as the ancillary probe and the sample probe. While performing aspirate and dispense checks, the cse found that water was dripping from the wash displacement (wd) port 1. The cse replaced valve (v13), checked all the tubings and fittings and noticed that there were some air bubbles in the tubings between the manifold and the dilutor. The cse found that the outlet side fitting was broken. The cse fitted a replacement dilutor and trimmed the tubing back to get a good seal. The cse removed the quick connect plates from the valve manifold and found that the ports were dirty. The cse cleaned all the ports and the fittings and lightly smeared the sealing "o" rings with the silicon oil. The cse re-fitted and tightened the screws of the valves on the manifold and there was no more dripping from the aspirate/dispense. The cse ran a system rinse with water to backfill all the fluid lines. The cse also ran quality controls and precision testing, which were acceptable. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on an alternate advia centaur xp instrument, resulting lower. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.